Manufacturer narrative:
UDI (B)(4). DHR: review of the history device records confirmed the valve product code (B)(4) with lot 198673, conformed to the specifications when released to stock on the 5th july 2018. It was not possible to investigate the complaint and root cause could not be determined as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
UDI #: (B)(4). Sample was received for evaluation. The valve was visually inspected and a cut/tear in the silicone housing after the proximal connector was noted. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2019, the physician found that there was fluid leaking from the needle hole in the needle chamber during the pre-testing of the hakim valve (ID (B)(4) - chpv inline/sg integral con). There were no adverse consequences or delays.